Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to covidien that a customer had an issue with the enteral feeding pump. On (B)(6) 2018, the unit was triaged and service found the pump had no audible alarm.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
An evaluation of the kangaroo epump was performed for the reported condition of, ¿service found the pump had no audible alarm.¿ the unit was triaged and the reported condition was confirmed. The device was opened and inspected for damaged components; u14 was found displaced towards the lower side of the pcba. Pins 13 and 14 were no longer connected to their respective copper traces; this has been identified as the root cause for the audio defect. A trend has been identified and a corrective action has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.